Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
It was also reported that there was an electrode extrusion into the external auditory canal.

Event description:
Per the clinic, the patient experienced swelling and pain at the coil site (specific date not reported). The patient also experienced poor sound quality, poor performance with the internal device. Subsequently, the patient was treated with oral antibiotics on (B)(6) 2024, for a duration of 10 days. The implanted device remains.